Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/20/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Additional h3 investigation summary: photo analysis: visual inspection of the image (wa0009) revealed a labeled winding former with body fluids of product code ep8704slh. After visual inspection of the image (wa0010) a strand double armed and one of the two needles appears to be damaged or broken at the tip. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: was procedure successfully completed? Yes procedure was successfully completed. As mentioned in the event description, the team opened a new suture.

Event description:
It was reported that a patient underwent a CABG on (B)(6) 2021 and suture was used. During the procedure, the suture was opened during the case, but nurse noticed that one of the needles was missing a tip. The team did not proceed to use the suture, but opened a new one instead. The procedure was completed successfully. There were no adverse patient consequences. No additional information was provided.